Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged obtaining the results of 51 mg/dl, 178 mg/dl and 71 mg/dl back to back within 10 minutes on the aviva system. Reporter stated that she did not feel well, so she self-treated by eating food. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.